Event description:
It was reported that pump declared altitude alarm 21, which led to insulin being suspended, and caller did not provide information on whether blood glucose exceeded any specific value. There was no reported impact to the customer¿s blood glucose level. Customer followed technical support instructions to clean speaker holes, remove and reconnect cartridge, attempt to resume insulin, and then load a new cartridge, but altitude alarm recurred until caller waited 2 hours to allow possible moisture to evaporate; after this wait, customer successfully loaded new cartridge, resumed insulin delivery, and pump returned to normal operation while technical support explained that pump was likely exposed to condensation, humidity, or water and provided tips for preventing future altitude alarms, which caller acknowledged.